Event description:
Rptr stated, "dr. Could not get the insert to engage the baseplate after repeated attempts. Insert would not lock. Opened another insert which worked perfectly." There was no adverse consequence for the pt or delay in surgery or anesthesia time.